Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The insert/chip was not present on the female connector but there was evidence that one had been present. There was evidence of solvent inside the barrel of the light blue main body component. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector of the minicap transfer set was loose. It was further reported that when the patient was trying to tighten the minicap, the dark blue piece of the transfer set came apart. This was observed during use of the device when trying to disconnect after therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.